Manufacturer narrative:
.

Event description:
Original aortic dissection was performed on (B)(6) 2015 and all went well. Then the patient complained of severe leg pain, and thus a second surgery called a femoral occlusion was performed on (B)(6) 2016. During the femoral occlusion procedure of (B)(6) 2016, it was discovered that there was a fragment of some material causing an occlusion, not in the femoral artery as expected, but in the popliteal artery in the knee. The fragment was removed successfully, and the patient's patency was completely restored.

Manufacturer narrative:
Attempts were made requesting additional information relating to lot number of bioglue, location and amount of use, if operative notes were available for the aortic dissection repair and the occlusion procedure, method of diagnosis for the occlusion and imaging if available and any patient information such as co-morbidities and patient status. On 05/05/2016 an email was received that stated the lot number of the bioglue used during the surgery on (B)(6) 2015 was 15mut020. On 05/23/2016 an email was received with two attachments. The attachments were the operative notes from (B)(6) 2015 and from (B)(6) 2016. The manufacturing records for bioglue lot number 15mut020 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. A review of the available information was performed. According to the medical records received, the patient underwent a repair for a type a aortic dissection that started in the ascending aorta and extended to the proximal arch. The ascending aorta and proximal arch were resected. There was further dissection extending down to the femoral arteries and occlusion of the right external iliac artery. The ascending aorta and proximal arch were resected and the distal and proximal tissue layers were reapproximated with bioglue. Six months postoperatively the patient presented with left foot pain. Imaging revealed occlusion of the left popliteal artery. A femoral embolectomy procedure was performed and clot material as well as material that appeared to be bioglue were removed from the artery and submitted for pathological examination at the hospital and to cryolife. The cryolife pathology report concluded that the submitted materials were fragments of thrombus and bioglue. Due to the extent of the dissection, it is likely that bioglue entered the true lumen through a distal re-entry point, entering the blood stream embolizing to the patient's left popliteal artery. Protection of the true lumen (i.e., by inserting gauze inside the true lumen), including protecting any distal re-entry points (i.e., inserting a balloon catheter to maintain the anatomical shape and create a distal terminus), is critical to ensure that bioglue does not enter the blood stream. It is advisable to remind the surgeon of the techniques to protect the true lumen as well as any distal re-entry points. The IFU states, "do not allow bioglue in either the uncured or polymerized form to contact circulating blood. Bioglue entering the circulation can result in local or embolic vascular obstruction" and "for the distal end of the dissection repair, insert a balloon catheter into the true lumen to define the distal terminus for the application of bioglue. In addition, the dissected layers of the aorta should be closely approximated by inserting a dilator, sponge, or catheter into the true lumen to preserve the natural architecture of the vessel. Bioglue should then be dispensed into the false lumen as far distally as the distal balloon catheter will allow. Filing the false lumen should proceed from distal to proximal with a spiraling out motion for smooth application. Completely fill the false lumen with bioglue; avoid overfilling the false lumen and spilling bioglue into the true lumen or surrounding tissue."

Event description:
Original aortic dissection was performed on (B)(6) 2015 and all went well. Then the patient complained of severe leg pain, and thus a second surgery called a femoral occlusion was performed on (B)(6) 2016. During the femoral occlusion procedure of (B)(6) 2016, it was discovered that there was a fragment of some material causing an occlusion, not in the femoral artery as expected, but in the popliteal artery in the knee. The fragment was removed successfully, and the patient's patency was completely restored.